Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported issue by looking at the wash probes. The fse was unable to reproduce the reported event as the b/f wash probe was already damaged. The issue was resolved by replacing wash probes #2 and #4. The instrument was validated by performing quality control (qc). The qc results passed and was within published ranges. The aia-2000 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2020 through aware date of (B)(6) 2021. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to failure of wash probe sleeve. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported a wash probe, fault or failure of wash probe. The b/f wash probe is damaged, and the tip will not stay on. The fse was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.